Manufacturer narrative:
This device is distrubted outside the united states; however it is similar to the united states product. The product is available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
The patient was a male but the age was unknown. The target lesion was the mid right coronary artery (rca). The lesion was de novo, with no calcification or tortuousity. There was 90% stenosis. While delivering a 3.5 x 23mm cypher stent to the target lesion, the physician felt resistance on the distal end of the stent when the stent delivery system (sds) was crossing the proximal rca. Therefore, he removed the sds and confirmed that the stent was flared in the distal end. Physician suspected that the stent had already flared before the procedure because the vessel was not calcified or tortuous. There was no reported pt injury.